Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead dislodgement was noted. Lead was explanted and replaced without complications. Patient was discharged next day.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Correction: (B)(6) 2016; correction: (B)(6) 2016; (B)(4).

Event description:
New information received notes that there was also loss of capture.